Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, she tried to treat it with bolus of 30 units via pump, but on (B)(6) 2020, she went to the emergency room as her blood glucose level was over 500 mg/dl, where she received two intravenous fluids (saline) as corrective treatment. She also had high ketone level which the healthcare professional assessed as dangerous/ life threatening. Subsequently, after 4-5 hours or maybe more in the emergency room, she was admitted to the hospital as she was unstable, and her blood glucose level was 120 mg/dl. Reportedly, the infusion set had been used for 18 hours and the patient noticed some infusion sets did not sit in applicator flatly when the package was first opened. Moreover, the patient was not aware about the alarms as she was sleeping. During hospitalization, she received insulin, fluids of saline and intravenous medication (drug name unknown), which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.